Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 25.6-26.1cm, 26.6-26.9cm, 26.3-26.9cm, and 27.1-27.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 11.5-13.6cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 35.7-36.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location.

Event description:
New information received notes that high pacing threshold was also observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in the clinic for routine follow up. During interrogation, atrial and rv oversensing were observed. It was stated that the noise appears to be caused by the leads rubbing together. Lead revision was recommended. The lead remains implanted. No further information was available.